Event description:
Date of event unknown. Customer reported that IV antibiotic and maintenance fluids leaked out of IV tubing around the site of the stopcocks, approximately 400 ml ran onto the floor and the patient's bed. No patient harm reported and no other event details available. The administration set was received. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.